Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 07dec2020.

Event description:
The customer reported being unable to turn the unit on, and the unit is beeping. The customer contacted product support and reported unplugged battery and unit will power on. The customer advised no significant errors in the logs. The customer advised 16 v on the battery which is 2 years old. Product support advised the caller of the suspected power management (pm) pcb. The customer request part ID and product support provided part ID. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4:03dec2020. B4:03apr2021. The biomedical engineer reported that replacing the power management board corrected the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.